Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the "air detection alarm" caused by low ultrasonic sensor readings. The low readings were caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump had an "air detection alarm upon loading." It was also reported that there was no patient injury.